Event description:
It was reported that there is rust on the medullary reamer head. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the medullary room head drills show that traces of rust are indeed visible. These visible traces can easily be removed by mechanical means. Thus we are able to clearly determine that these traces are caused by an accumulation of contact corrosion. With respect to the formation of rust, it can be said that all materials ¿ including so called rust-free steels ¿ are only partially resistant to rust. The material will only be resistant to rust if it is dry and stored in a way so it will come into no contact with metal objects. All metallic contacts in moist or wet conditions will result in electrolytic reactions with contact corrosion. Thus this is a normal sign of wear and tear.